Event description:
The customer reported the top of the image on the left monitor was black during a case. The issue will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The system was rebooted during the service call. The system was found to be working and put back into service.